Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -12.5/2.0/174 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. Reportedly, "the patient experienced hyper vault. I used the icl length suggested by the software, the optic calculation was incorrect"

Manufacturer narrative:
(B)(4).